Event description:
A report was received that the patient underwent a prolonged revision procedure.

Manufacturer narrative:
Additional information was received that the revision procedure took two and a half hours to be completed.

Event description:
A report was received that the patient underwent a prolonged revision procedure.